Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient's ipg's elective replacement indicator (eri) has indicated to replace the ipg soon. It is unknown if this occurred prematurely. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.